Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure, the patient died. A concentric and calcified lesion was identified in the right external iliac artery. The lesion length was 30mm. A wallstent rp 8.0mm/38mm was implanted. Clinical and radiological assessment identified the procedure as technically successful with luminal improvement (residual stenosis of less than or equal to 30%). At discharge the procedure was a clinical and hemodynamic success. No procedural complications were reported. At the one-month follow up visit there was continued luminal improvement and clinical and hemodynamic success. No documentation for follow up visits at three, six and nine months. Documentation for the twelve-month patient follow up revealed that the subject had died in (B)(6) of 2005. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.